Event description:
Healthcare professional reported left side rupture, pain, and the implants "were possibly knocked out of place" which were not device related as it was caused by a car accident. Healthcare professional later reported capsular contracture, baker grade iii. Patient later reported doctor "sliced them" and "nothing wrong with them". Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 16apr2015, 23jul2015, and 19oct2015. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.